Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software product ID 8782 lot# serial# (B)(6) implanted: explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type catheter product ID 8782 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type catheter h3: the 8784 and 8782 catheter were returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a review of the session data report showed incorrect information. It was noted the previous/beginning session date was (B)(6) 1969 and showed the pump was delivering water 1000 mcl and the dose was minimum water 6.24785 mcl/day. At time of event, the patient was receiving fentanyl 500 mcg for a total dose of 99.96565 mcg/day and bupivacaine 5 mg for a total dose of 0.99966 mg/day. It was also reported on (B)(6) 2020 the patient had leg pain, leg weakness, and possible nerve bruising from implant surgery. On (B)(6) 2020 the patient was transferred to a rehabilitation facility for leg pain and weakness. The plan was to increase the pump medications and possibly do a magnetic resonance imaging (MRI). On (B)(6) 2020 the pump was reprogrammed, increasing the fentanyl and bupivacaine rates. The outcome was unresolved with no further action planned. The clinical diagnosis is leg pain. The event resulted in in-patient hospitalization and prolongation of existing hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. Other etiology noted nerve bruising. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event was related to surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updates the clinical diagnosis and other etiology to possible nerve bruising from implant surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial #: (B)(4), product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8782 lot# serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 06-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that during the initial implant procedure, there was no csf (cerebrospinal fluid) flow when the catheter was placed. The function of the catheter was check by flushing with pfns (preservative free normal saline) and the physician thought it was maybe partially occluded. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A new spinal segment was opened; the physician accessed the needle again and placed the new catheter; and csf flow was present. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. After the surgery, the patient reported a numb right leg.